Event description:
Treatment of a left ica aneurysm. It was reported the distal section of two pipelines did not open during deployment. The physician was able to open the devices by manipulated the catheter. Same event as MDR# 2029214-2011-00438.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. (B)(4).